Event description:
Related MFR report: 3006705815-2020-31911.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31911. It was reported the patient experienced a fall. Consequently, one of the implanted scs system leads migrated. Surgical intervention was taken, the physician removed the migrated lead, but had difficulty placing a new lead. The physician ended up removing both of the patient's leads, and then was finally successful in implanting a new lead. The procedure was completed with only one lead rather than the original two. Effective stimulation therapy was achieved postoperatively.